Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0868 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarms anomaly during testing or in file history. In further full review of the pump history on the date of testing 01/27/2025 found daily total of bolus insulin delivered to be 50.4 units. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In summary, customer allegation for pump possibly under delivering anomaly not confirmed during full functional testing. However, found moisture damage on electronic assembly. Retainer ring damage not confirmed. Cracked case (battery tube) and moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, the retainer ring was damaged and there were cracks all over the insulin pump, which reduced insulin flow. The customer also reported that the insulin pump was dropped in water. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced, instructed to revert to a backup plan per healthcare professional instructions, and to place the insulin pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1886.